Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the physician attempted to implant in the target vessel, however the left ventricular (lv) lead became dislodged after slitting the delivery system. The physician opted to remove the lv lead and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 452453 implantable pacing lead, implanted: (B)(6) 2002.